Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported upon start up fault code # 14 generated. The fse then replaced the scroll compressor and filter on the pressure side. The iabp then passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that upon power up the intra-aortic balloon pump (iabp) generated a "power up fault code # 14" alarm. The circumstance under which this event occurred is unknown, but there was no patient involvement or injury reported.